Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The 3mensio imagery was provided by the facility for review. The following observations were made: patient access vessels were calcified and undersized (<5.5mm). The following instructions for use (IFU) were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through esheath was unable to be confirmed due to no device imagery. No manufacturing nonconformances were identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, as no damage was alleged during device preparation, it is unlikely the sheath was damaged out-of-box. As reported, 'resistance was felt upon insertion of the commander delivery system and valve into the esheath. A rupture of descending aorta occurred during advancing of valve and delivery system. The descending aorta rupture was caused by too much force by stored energy of catheter bowing against descending thoracic aorta'. Per the evaluation of the provided 3mensio, the patient had calcification and undersized access vessels (<5.5mm). The procedural training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Calcification and small access vessels can create a challenging pathway for delivery system insertion and prevent the sheath from proper expansion, which may lead to resistance. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has been initiated and a pra has been previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. As such, available information suggests that patient factors (calcification/undersized vessels) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 20mm sapien 3 ultra valve, resistance was felt upon insertion of the commander delivery system and valve into the esheath. A rupture of descending aorta occurred during advancement of valve and delivery system. It was felt that the descending aorta rupture was caused by 'too much force by stored energy of catheter bowing against descending thoracic aorta'. The patient passed away due to extravasation of the aorta.